Manufacturer narrative:
No device, no medical records or medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years and three months post deployment of a vena cava filter, a filter arm was discovered to have allegedly detached and migrated into the aorta. It was further reported that surgical intervention was required to remove the filter and the detached filter arm. Patient status post surgery was not provided.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: the vena cava filter was deployed via jugular access without incident. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Approximately five years three months post filter deployment, it was noted that an arm of the filter was extending into the aorta. The patient was asymptomatic and presented for retrieval of the filter. Access was gained to the right internal jugular vein and a venacavagram was performed. There was no thrombus within or inferior to ivc filter. The filter was tilted with the hook abutting the lateral caval wall. Initial attempts to retrieve the filter using grasping forceps were unsuccessful. A secondary attempt to retrieve the filter using a catheter, guidewire and snare was unsuccessful and resulted in inversion of the filter with the hook pointing caudally. Access was gained into the right groin, and another attempt to retrieve the filter using a catheter, guidewire and snare was unsuccessful. The grasping forceps were again inserted from the internal jugular access and the filter was pulled into the jugular sheath and removed. The filter was inspected and found to be missing approximately one half of one leg of the filter. Dynact was performed which demonstrated the retained filter fragment lodged within the retroperitoneal space and likely within a small osteophyte at the l4 vertebral level. This was stable in comparison to a preprocedural CT and was felt to be of no clinical significance. A completion venacavagram demonstrated the ivc without thrombosis or caval wall irregularity. Hemostasis was achieved by manual compression at both access sites. The patient tolerated the procedure well without complications. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five years and three months post filter deployment, it was noted that an arm of the filter was extending into the aorta. A venacavagram was performed and the filter was noted to be tilted with the hook abutting the caval wall. Multiple attempts were made to retrieve the filter, resulting in the inversion of the filter. A secondary access site was obtained and the filter was able to be removed. Inspection found one half of a filter leg to be missing. Dynact was performed which demonstrated the retained filter fragment lodged within the retroperitoneal space. Based on the provided medical records, the investigation can be confirmed for a tilted filter, perforation of the ivc wall, detachment of a filter limb, and difficulties in removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; movement, migration or tilt of the filter are known complications of vena cava filters; filter malposition; filter tilt; perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years and three months post deployment of a vena cava filter, a filter arm was discovered to have allegedly detached and migrated into the aorta. It was further reported that surgical intervention was required to remove the filter and the detached filter arm. Patient status post surgery was not provided. New information received: medical records were received and reviewed. Approximately five years three months post vena cava filter deployment, it was noted prior to a filter retrieval procedure, that a filter arm was extending into the aorta. Access was gained to the right internal jugular vein and imaging demonstrated a tilted filter. Multiple attempts using multiple devices via jugular and femoral access were made to successfully retrieve the filter. The filter was inspected and found to be missing approximately one half of one leg of the filter. Dynact demonstrated the retained filter fragment lodged within the retroperitoneal space at the level of an l4 osteophyte. This was stable in comparison to a preprocedural CT and felt to be of no clinical significance. There was no attempt made to retrieve the detached filter fragment. A completion venacavagram demonstrated no caval wall irregularity. The patient tolerated the procedure well without complications and was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five years and three months post deployment of a vena cava filter, a filter arm was discovered to have allegedly detached and migrated into the aorta. At some time, post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava. The device was surgically removed .the detached arm of the filter is located near vertebrae in the back area and patient experienced pain. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and nine months of post deployment, inferior vena cava filter retrieval was planned. A computerized tomography venogram of the abdomen and pelvis showed few struts were extending outside of the inferior vena cava wall. One of the struts was extending into the lumen of the abdominal aorta without evidence of aortocaval fistula and have significant anterior tilt. The tip of the filter was located approximately 6cm inferior to the confluence of renal veins. Around six months later, inferior vena cava filter retrieval was performed. Access was gained via right internal jugular vein. Through this access, a 5 french flush catheter was inserted over an 0.035-inch amplatz wire past the inferior vena cava filter to the level of the iliac confluence- an inferior venacavogram was performed which demonstrated significant right anterior tilt with the hook positioned abutting the lateral caval wall. The flush catheter was exchanged over the wire for a long 16 french angiographic sheath. Grasping forceps were inserted through the sheath and used to grasp the hook on the filter. This proved to be difficult secondary to the significant angulation of the filter. After multiple attempts at dissecting free and grasping the hook of the filter and subsequent dislodgment and further migration of the filter, this technique was aborted. Subsequently, a simmons catheter was inserted over a wire in conjunction with a long 11 french sheath. The simmons catheter formed in the inferior vena cava caudal to the filter and an exchange length guidewire was snared with an ensnare device to form a loop around the filter and attempted to be withdrawn through the sheath. This also proved difficult and resulted in further dislodgement of the filter with eventual near complete inversion of the filter with the hook pointing caudally. At this point the right groin access was used. Through this access, a second 16 french angiographic sheath was inserted. However, upon attempt at removing the filter utilizing this technique, the hook would not enter the tip of the sheath given angulation. At this point, the grasp of the filter was maintained from the femoral access and the grasping forceps were again inserted from the internal jugular access through the existing 16 french sheath and utilized to grasp the hook of the filter. The sheaths were then advanced in proximity and the hook was able to be pulled into the jugular sheath and removed. The filter was subsequently inspected and found to be missing approximately one half of one leg of the filter. A diligent search was performed for the missing metallic piece which was found to project over the anterior superior aspect of the l4 vertebral body. A computerized tomography was performed in the angiographic suite which demonstrated the retained- inferior vena cava filter fragment lodged within the retroperitoneal space and likely within a small osteophyte at the l4 level. Angiographic filter retrieval fluoroscopy showed no evidence of any aortic injury from the remnant inferior vena cava filter fragment. The remnant inferior vena cava filter fragment was not confidently identified. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt, filter migration, filter limb detachment and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter migration, perforation of the ivc, filter limb detachment and filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years and three months post deployment of a vena cava filter, a filter arm was discovered to have allegedly detached and migrated into the aorta. It was further reported that surgical intervention was required to remove the filter and the detached filter arm. Patient status post surgery was not provided. New information received. Medical records were received and reviewed. Approximately five years three months post vena cava filter deployment, it was noted prior to a filter retrieval procedure, that a filter arm was extending into the aorta. Access was gained to the right internal jugular vein and imaging demonstrated a tilted filter. Multiple attempts using multiple devices via jugular and femoral access were made to successfully retrieve the filter. The filter was inspected and found to be missing approximately one half of one leg of the filter. Dynact demonstrated the retained filter fragment lodged within the retroperitoneal space at the level of an l4 osteophyte. This was stable in comparison to a preprocedural CT and felt to be of no clinical significance. There was no attempt made to retrieve the detached filter fragment. A completion venacavagram demonstrated no caval wall irregularity. The patient tolerated the procedure well without complications and was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received. It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc, a filter limb detached and migrated into the aorta. The device was surgically removed. The patient experienced pain near the vertebrae in the back area.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Approximately five years three months post vena cava filter deployment the patient presented for filter retrieval. It was noted prior to a filter retrieval procedure the filter arm was extending into the aorta. Patient denies pain or symptomatology from the filter migration. Access was gained via the right internal jugular vein, venagram demonstrated a right anterior tilt of the filter with the hook abutting the lateral caval wall, no thrombus within the inferior vena cava or vena cava filter. Via the jugular vein multiple retrieval attempts made with forceps resulting in dislodgement and further migration of the filter. Simmons catheter, and ensnare device with loop further dislodged the filter with near complete inversion of the filter with hook pointing caudally. Via the right groin a sos catheter and ensnare device were utilized resulting in unsuccessfully retrieval. Grasping forceps inserted a second time via the internal jugular access was successful in grasping the filter hook and pulling the filter into the jugular sheath, filter then removed. Filter inspection demonstrated missing one half of one leg of the filter. Post dynact demonstrated the retained filter fragment lodged within the retroperitoneal space at the level of an l4 osteophyte, which was noted to be of doubtful clinical significance. The patient tolerated the procedure well. Medical records were provided and reviewed. Approximately five years and three months post filter deployment, it was noted that an arm of the filter was extending into the aorta. A venacavagram was performed and the filter was noted to be tilted with the hook abutting the caval wall. Multiple attempts were made to retrieve the filter, resulting in the inversion of the filter. A secondary access site was obtained and the filter was able to be removed. Inspection found one half of a filter leg to be missing. Dynact was performed which demonstrated the retained filter fragment lodged within the retroperitoneal space. Based on the provided medical records, the investigation can be confirmed for a tilted filter, perforation of the ivc wall, detachment of a filter limb, and difficulties in removing the filter. Additionally, filter migration is inconclusive as the details surrounding filter migration are limited in the provided medical records. Per the provided medical records, multiple retrieval attempts were made with forceps resulting in dislodgement and further migration of the filter. Per the current IFU, "remove the g2 express filter using an intravascular snare or the recovery cone removal system only." Therefore, retrieval using forceps could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use states: precautions: remove the g2 express filter using an intravascular snare or the recovery cone removal system only. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that approximately five years and three months post deployment of a vena cava filter, a filter arm was discovered to have allegedly detached and migrated into the aorta. It was further reported that surgical intervention was required to remove the filter and the detached filter arm. Patient status post surgery was not provided. New information received: medical records were received and reviewed. Approximately five years three months post vena cava filter deployment, it was noted prior to a filter retrieval procedure, that a filter arm was extending into the aorta. Access was gained to the right internal jugular vein and imaging demonstrated a tilted filter. Multiple attempts using multiple devices via jugular and femoral access were made to successfully retrieve the filter. The filter was inspected and found to be missing approximately one half of one leg of the filter. Dynact demonstrated the retained filter fragment lodged within the retroperitoneal space at the level of an l4 osteophyte. This was stable in comparison to a preprocedural CT and felt to be of no clinical significance. There was no attempt made to retrieve the detached filter fragment. A completion venacavagram demonstrated no caval wall irregularity. The patient tolerated the procedure well without complications and was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc, a filter limb detached and migrated into the aorta. The device was surgically removed. The patient experienced pain near the vertebrae in the back area. New information it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc; filter limbs detached and arm of the filter migrated into aorta. The device was removed .the detached arm of the filter is located near vertebrae in the back area and patient experienced pain .the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five years and three months post filter deployment, it was noted that the arm of the filter was extending into the aorta. A venacavagram was performed and the filter was noted to be tilted with the hook abutting the caval wall. Multiple attempts were made to retrieve the filter, resulting in the inversion of the filter. A secondary access site was obtained and the filter was able to be removed. Inspection found one half of a filter leg to be missing. Dynact was performed which demonstrated the retained filter fragment lodged within the retroperitoneal space. Based on the provided medical records, the investigation can be confirmed for a tilted filter, detachment of a filter limb, and difficulties in removing the filter. Additionally, filter migration is inconclusive as the details surrounding filter migration are limited in the provided medical records. Per the provided medical records, multiple retrieval attempts were made with forceps resulting in dislodgement and further migration of the filter. Per the current IFU, "remove the g2 express filter using an intravascular snare or the recovery cone removal system only." Therefore, retrieval using forceps could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: remove the g2 express filter using an intravascular snare or the recovery cone removal system only. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive, as no device or images were returned for evaluation purposes. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years and three months post deployment of a vena cava filter, a filter arm was discovered to have allegedly detached and migrated into the aorta. It was further reported that surgical intervention was required to remove the filter and the detached filter arm. Patient status post surgery was not provided.